Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for the routine follow up. Upon interrogation, the right ventricular lead exhibited no capture and no sensing. X-ray result showed that the lead had dislodged. On (B)(6) 2017, the lead was explanted and a new lead was implanted successfully. No patient symptom was reported and the patient would continue to be monitored.